Event description:
It was reported that noise was recorded on the atrial channel. Patient believes he was using a circular saw at the time, which may have been a source of emi. According to the caller the thresholds, impedance and all other functions of the device seem normal. Just this one instance of oversensing found. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.